Manufacturer narrative:
The product was not returned and no photos were provided, so an evaluation is unable to be performed. As such, no evaluation results are available and no conclusions regarding the cause can be drawn. The device history record (DHR) was reviewed. There were no nonconformances or temporary deviations associated with this lot. All characteristics inspected upon initial receipt were found conforming to specifications. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left zimmer biomet¿s control. It was reported that during the procedure the anchoring plate was a quarter of the way in when it stopped advancing, the surgeon reportedly used a final impactor to try and further advance the plate when the cage broke. The cage and and plate where removed. The reported complaint could not be verified. Since the parts were not returned, a specific cause for this complaint cannot be determined.

Event description:
It was reported that during the procedure the anchoring plate was a quarter of the way in when it stopped advancing, the surgeon reportedly used a final impactor to try and further advance the plate when the cage broke. The cage and plate where removed. A starter awl was used and alternate devices of the same size were implanted to complete the case. There was no reported patient harm and no information regarding surgical delay provided. This is report two of two.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. (B)(4).

Event description:
It was reported that during the procedure the anchoring plate was a quarter of the way in when it stopped advancing, the surgeon reportedly used a final impactor to try and further advance the plate when the cage broke. The cage and plate where removed. A starter awl was used and alternate devices of the same size were implanted to complete the case. There was no reported patient harm and no information regarding surgical delay provided. This is report two of two.